Event description:
The customer received a blood glucose reading of 152mg/dl on the contour next ez. Paramedics were called because the customer did not look well. He was re-tested with a meter from the paramedics and the reading was 60mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event.the customer requested a replacement meter.new meter was sent.